Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-26573. The pt experienced ineffective stimulation of his foot. Surgical intervention was undertaken on (B)(6) 2014, the leads were repositioned and stimulation to the foot was obtained, however; it was uncomfortable due to the pt's tethered cord syndrome. The pt stated he is satisfied with the current coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.